Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer ran mix tests, which showed imprecision for reagent probe 2 (r2). After evaluation of the instrument and instrument data, the cse cleaned the r2 mixer, replaced the probe and performed precision alignments. The cse ran service methods and mix tests, all of which passed. The cse reran all qc's that had previously failed, which resulted within range. The cause of the discordant results was related to the r2 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument contacted the siemens customer care center (ccc). The operator stated that quality controls (qc's) were out of range for the acetaminophen (actm), alkaline phosphatase (alpi), alanine aminotransferase (alti), ammonia (amon), enzymatic creatinine (ecrea), hemoglobin a1c (hba1c), lithium (lith), micro albumin (malb), b-type natriuretic peptide (pbnp), phosphorus (phos), prealbumin (preal), thyroxine (t4), total protein (tp), thyronine uptake (tu), valproic acid (valp) and vancomycin (vanc) methods. Patient samples were run within the timeframe that qc's were out of range and the results obtained were reported to the physician(s).the customer performed repeat testing on an alternate dimension vista instrument and 27 corrected reports were sent to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.